Event description:
Patient came back today for an atrial lead revision due to dislodge. The ra lead was re-positioned in the right atrial appendage and affixed. Attempted boston scientific 4672 lead in three vessels, either because of electrical or anatomical issues a fourth position in the middle cardiac vein was attempted again because of high output that lead was abandoned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).